Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic living donor nephrectomy procedure, during the first firing, the surgeon turned the device into the firing mode, however it did not fire. Both the handle and the reload were replaced to complete the procedure. There was no patient injury.